Manufacturer narrative:
(B) (4). Results: cva/stroke.

Event description:
An endeavor rapid exchange (rx) drug-eluting stent was implanted in the proximal lad to treat the target lesion. At 1 month, 6 month, 1 year, 1.5 year and 2 year follow-ups, patient was asymptomatic / free of symptoms. Approximately 28.5 months following index procedure, patient suffered an ischemic stroke. Ischemic stroke diagnosis was based on a radiological evaluation. Transient ischemic attacks in posterior circulation have been reported. Investigator indicated that there was no relationship to the study device. At 2.5 year follow-up, patient's cardiac status was stable angina.